Event description:
The customer noticed electrical burning smell was coming from the outlet 1a module connected to the power processor sample processing system with generic connection modules. There was no report of visible smoke, sparks or flame, no exposure or injury occurred due to this event. No erroneous results generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse replaced inter-connect cable (conveyor interconnect harness), conveyer and unit cables to resolve the issue. Internal beckman coulter identifier is (B)(4).